Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak / splash- n/a (not applicable) and identified the silicone valve inside the clip introducer (ci) to be torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported leak appears to be related to the observed tear in the silicone valve inside the clip introducer; however, how the silicone valve got torn cannot be determined. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced in b5 will be filed under a separate medwatch report number.

Event description:
It was reported that on 23 may 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3. While inserting the mitraclip xtw (lot: 40116r3048) into steerable guide catheter (sgc lot: 40221r2048), air was observed inside the sgc hemostasis valve. The clip delivery system (cds) was removed and the sgc was continuously aspirated to remove air. The cds was reinserted but air was observed in the sgc hemostasis valve again. Aspiration performed again. The cds was then replaced with xtw (lot:40116r3054). With a new cds, air was again observed in the hemostasis valve. Aspiration performed again. The sgc was removed and replaced with sgc (lot; 40221r2044). The procedure was completed successfully with xtw (lot: 40116r3054) implanted, reducing mr to trace. No air was visualized within the patient anatomy. There were no patient effects or clinically significant delay.